Manufacturer narrative:
(B)(4). Batch # m54v3p. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Tactile feedback where within the gap setting scale was the orange indicator prior to firing? In between the firing zone. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Irregular. What interventions were done to stop the bleeding? They used pack to stop bleeding how much blood was lost (ml)? Did the patient require a blood transfusion? No. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? Patient is doing well and discharged the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was fired and surgeon noticed at 3¿o clock, 5¿o clock and 7¿o clock position there was oozing and some pins were also loosely held on the tissue. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.